Event description:
It was reported that following the implantation of a monarc, the patient experienced pain in the vagina, pelvic, groin and legs. It was reported that the patient had a mesh removal surgery in 2007, but that the mesh could not be removed completely because it "adhered to her bone." It was noted that the pain did not go away after the removal surgery and that the patient is on pain medications. The patent also suffers from anxiety and depression due to the pain. There were no further patient complications reported in relation to this event.